Event description:
It was reported that a sensor that did not work occurred. The sensor was allegedly inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a signal loss greater than an hour was confirmed. The probable cause was determined to be a signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor that did not work is reportable based on the findings of a signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).